Event description:
It was reported that the fiber fractured after the second or third treatment. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber body was broken into two pieces. It is likely that procedural conditions of the device during set-up, use or reprocessing contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the fiber fractured after the second or third treatment. The procedure was completed with another device. There were no patient complications.